Manufacturer narrative:
A visual examination of the spyscope ds device found that the catheter was kinked. The working channel sleeve extended from the distal cap when received. The spyscope ds was plugged into the controller; it did initialize and display a live image without issue. The distal tip would articulate without issue and was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was not consistent with the reported event of loss of visualization. In addition, the working channel sleeve extended from the distal cap when received. Based on the investigation and the receipt condition/functionality, the most probable root cause is "manufacturing". An investigation addressing this issue has been completed. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the duodenal papilla during endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds image was lost when the physician cannulated the duodenal papilla. Reportedly, there were no visible damage with the device. The procedure was completed with a second spyscope digital access and delivery catheter and the same spyglass ds controller. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.